Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and unwanted pacing was being delivered. It was reported that the trupulse generator displayed an error that indicated they were currently pacing off of two of the electrodes. (Code and details unknown) caller believed it was electrodes 4, 5. Caller stated they made sure they were "routing off of pacing" without resolution. They tried pacing different channels without resolution. Rebooted the trupulse generator without resolution. Switched from 20 pole a to 20 pole b and the issue resolved. Caller checked the port and confirmed no physical damage. Case was completed and the issue could no longer be troubleshooted. There was no patient consequence.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and unwanted pacing was being delivered. Device evaluation details: it was confirmed that the issue was not reproduced after moving the catheter from the patient interface unit's 20 pole a port to the 20 pole b port and no physical damage was found on the patient interface unit's. Field service engineer also confirmed that the issue was not reproduced since the procedure. An investigation was initiated by the manufacturer to look into the issue. Data received from the account was analyzed, and the issue was not recognized in the provided data. The issue was not reproduced in the manufacturer lab. The history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. System is operational. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. Correction: the g4. PMA/ 510(k) was inadvertently omitted from the 3500a initial medwatch report. It has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).